Manufacturer narrative:
G4: 07jul2020. B4: 07jul2020. It was reported to philips that the unit had a defective navigation ring. The customer did not know if setting changes could still be made via the touch screen. The device was not being used on a patient at the time of the event. There was no adverse event to the patient or user as a result of this event. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse provided the customer the part information for a replacement front bezel. The customer was contacted and provided additional information that a third party provider technician (us med equip) was onsite to complete the preventative maintenance (pm) for the device. The third party technician informed the customer that the navigation ring needed replacement in order to complete the preventative maintenance (pm). The customer then contacted philips about the issue, and was informed by the philips rse that it had already been replaced previously by philips, so the customer would have to pay to replace it. The customer ordered the part and replaced the front bezel onsite without the assistance from a philips technician. The customer confirmed via email that the third party technician came back onsite and completed the pm, and the device is now back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02jun2020.

Event description:
It was reported that the unit had a navigation ring failure. The customer was able to make changes via the touchscreen. There was no patient involvement.